Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced mesh erosions, requiring 4 excision surgeries and partial sling removal, pelvic/buttock/sacral pain, bilateral leg pain, dyspareunia, vaginal vault prolapse, non-healing wound of perineum, decreased sensation in thighs and buttocks, pelvic floor laxity, and anxiety.

Manufacturer narrative:
The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).